Event description:
A physician reported a poor va, no improvement with ph, intraocular lens rotated and va improved but decreased again currently to 20/50 phn. Surgeon has stated that an iol exchange may take place. Additional information has been requested and received stating that patient was not tolerating trifocal implant. Planning monofocal toric for best distance vision.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens was subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the a company lens was replaced with a monofocal company lens. This may suggest that the replacement lens was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information stated that iol explanted with an another model of the company lens.